Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not filling properly, pumping problem. Per follow up information received via email on 04jan2024. The device will be sent to task management facility for repair. No patient involvement.

Event description:
It was reported that the arctic sun device was not filling properly, pumping problem. Per follow up information received via email on 04jan2024. The device will be sent to task management facility for repair. No patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated as device met specifications. The reported issue was unconfirmed and not a manufacturing or supplier related failure therefore DHR review was not required. The reported event was unconfirmed, labeling/packaging review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. .